Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the balloon fell off during indwelling due to balloon burst, the physician confirmed no residue or particle remains in patient's bladder, replaced with new catheter immediately. No clinical consequences reported.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation: after receiving this complaint, we could not search for other complaint as the lot number is not available. From experience, silicone balloon burst could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. This complaint will be used for trend analysis. No other corrective action will be implemented as the specific trend for balloon deflating and this product family has an average which is considered acceptable as per the threshold.